Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. Unable to verify sensor function anomaly, lost sensor alarm anomaly and perform displacement test, basic occlusion test, occlusion test, prime/a33 test, no delivery test due to button keypad anomaly. Pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the sensors was giving her lost sensor . Troubleshooting was done. Customer's blood glucose was 88 mg/dl. Customer stated that the blood glucose was 319 mg/dl and the sensor gave her predictive lows and got lost sensor and when it came back up she tried to calibrate and got calibration error. Customer also stated that the insulin pump was exposed to moisture. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.